Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. Additionally, the account reported that the patient experienced a syncopal episode due to hypovolemia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that the patient had fainted on (B)(6) 2023 and was admitted for further investigation. The patient's driveline exit site was found to be in poor condition, but the patient remained hemodynamically stable. Review of the account's submitted image revealed evidence of redness and swelling at the patient's exit site. Additionally, yellow discharge was observed on the partially removed gauze dressing. It was later reported that the syncopal episode was due to hypovolemia and a driveline infection was confirmed through positive driveline cultures. A large spectrum of antibiotics was prescribed to treat the driveline infection. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists infection and hypovolemia as potential late postimplant complications. This IFU includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient fainted on (B)(6) 2023 and was admitted to the hospital for evaluation. The cause of the syncopal event was determined to have been from hypovolemia. It was found that their driveline exit site was in poor condition, but the patient was hemodynamically stable. The patient was diagnosed with a driveline infection via positive cultures. Cultures were positive for staphylococcus aureus and the patient was treated with a large spectrum of antibiotics.